Event description:
While rewarming the patient and ultrafiltration the tubing came disconnected from the hemoconcentrator causing patient's blood to be spilled onto the floor. The tubing connected to the hemoconcentrator is supposed to be bonded and therefore will not come apart.